Manufacturer narrative:
Results of investigation: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical / medical investigation concluded that no clinical information has been provided to perform a thorough medical investigation. Should any additional medical information be provided, this complaint will be re-assessed. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. A complaint history review found related failures; this failure mode will be monitored for future complaints and assessed for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes of this event could include a cement fixation failure or wear. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that the patient complaints about pain and instability. X-ray shows loosening patella. Revision surgery will be planned in the near future.